Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was implanted successfully in the laa of the patient. There were no complications that were reported. 8 years post procedure the patient had a transesophageal echocardiogram performed for another procedure. The images showed that there was a thrombus on the device.